Event description:
During the procedure, it was reported that the pipeline began to twist as it was being deployed and the entire system was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).